Manufacturer narrative:
The device(s) were discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.